Manufacturer narrative:
This report is filed, june 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain around the abutment site. The patient was treated with an injection (type and date not reported) at the site as well as with topical antibiotics and antibiotic ointment. The implanted device remains.